Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device was performed, and the following was noted: proximal balloon shaft was likely cut during the procedure, and the balloon inflation port returned with attached stop cock. Proximal inflation balloon returned. The distal inflation balloon and nose tip were cut at the guidewire lumen and not returned. Damage and partial tear on the sheath soft tip. Bunching of the sheath liner at distal tip. Due to the nature of the complaint and the status of the returned device (balloon burst, distal inflation balloon and nose tip not returned), dimensional and functional testing was unable to be performed during manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions were reviewed: commander with sapien 3 and sapien 3 ultra us IFU, commander with esheath+ preparation manual, commander with esheath+ procedural manual, and valve-in-valve supplemental training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and difficulty to withdraw system through esheath were confirmed by visual inspection of the returned the device. The complaint for interventional device interacts with non-edwards device was unable to be confirmed due to lack of imagery and lack of returned for the non-edwards device. The complaint description states: 'during valve in valve (vinv) tavr procedure for a 29mm sapien 3 ultra in a sapien xt, during deployment of the valve, the balloon ruptured.' Balloons are designed and tested for rated burst pressure above their inflation pressure, however an existing bioprosthesis can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, as reported extra volume was added during inflation. The prescribed nominal inflation volume is provided in the IFU. Nominal inflation volume for a 29mm commander delivery system is 33ml. It is possible once the balloon was filled volume past the target, it is subjected to pressures high enough to cause the balloon to burst and lead to the reported event. The complaint description also states: 'during retrieval of the delivery system, the pigtail catheter got stuck into the balloon. There was an iliac complication when the ds system pulled the contralateral pigtail. The team was unable to pull the ds back into the esheath+ and they ended up removing system through vascular surgery.' It is possible that during removal of the delivery system, the pigtail catheter became tangled with the burst balloon of the delivery system. With the reported pigtail wrapped around the delivery system this would increase the overall diameter of the device being withdrawn through the sheath, interfering with the sheath tip during withdrawal. Additionally, it is possible that as manipulation of the device would be required to leave the implant site and track back through patient anatomy, this could have provided opportunity for the distal end of the commander to snag onto the pigtail catheter during withdrawal. With the reported pigtail wrapped around the delivery system this would increase the overall diameter of the device being withdrawn through the sheath, interfering with the sheath tip during withdrawal. Available information suggests that the patient's (pre-existing valve) and/or procedural factors (over-inflation of balloon, burst balloon, and withdrawal of burst/torn balloon) may have contributed to the events. However, without imagery or a returned device, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during valve in valve (vinv) tavr procedure for a 29mm sapien 3 ultra valve in a sapien xt, during deployment of the valve, the commander delivery system (ds) balloon ruptured. During retrieval of the delivery system, the pigtail catheter got stuck into the balloon. There was an iliac artery complication when the ds system pulled the contralateral pigtail. The team was unable to pull the ds back into the esheath+ and they ended up removing system through vascular surgery. The patient was stable at the end of procedure. There was no central leak and no need for post-dilatation per tee finding. The patient is doing well recovering. Per follow up, the esheath was damaged upon removal.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-07049. Investigation is still ongoing.